Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she was programming a bolus on her insulin pump and a button press triggered the menu to scroll nonstop. She continued to press buttons and the menu stopped on its own. She also mentioned that this menu-scrolling event has happened once before. The patient's blood glucose at the time of incident is unknown, but prior to the call it was 150 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer was doing yard work at the time and was sweating, but she didn't notice any anomalies then and is unsure if her physical action or sweat affected the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with intermittent button response on the esc button due to a flattened button dome switch. No unexpected numbers scrolling during testing noted. No unlocked keypad connector during visual inspection noted. No moisture damage on the electronic stack, motor, battery tube or vibrator assembly noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and cracked battery tube threads.